Event description:
It was reported by the provider the pilot valve is not shifting. Per the independent repair center statement the unit is alarming or red light. The key failure is the pilot valve. No allegation of patient injury, no additional information provided.